Event description:
During a splenectomy procedure, the device did not fire any staples from the original reload. The case was completed with another device of the same product code. There was no pt consequence.